Event description:
Event description boston scientific received information that during the implant of this cardiac resynchronization therapy defibrillator (crt-d), this pacing lead was explanted due because the implanting physician perforated the superior vena cave (svc) and the 4470 was lying outside of the vein. During this implant the thoracic surgeon removed the initial 4470 and implanted a new 4470 from the right side and tunnelled it to the left side to the device. ,